Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000107 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that when inserting the ablation catheter into the sheath, air in the vizigo¿ sheath could not be removed. There was no air being introduced into the patient. There was no medical intervention required and no neurological symptom observed. A needle product was not used with the complaint vizigo sheath. The issue was resolved by replacing the vizigo¿ to a new one. The procedure was continued. No adverse patient consequence was reported. The air flows back into the side port issue is MDR reportable.